Event description:
A customer reported via phone call indicating that their insulin pump shuts off without a low battery warning. The patient's blood glucose level was 289 mg/dl at the time of the call. The customer stated that they have a black dot on the screen of the insulin pump. The customer was advised to change the battery to the batteries to energizer aaa alkaline batteries. The customer was advised to clear the alarm once they changed the batteries and to monitor the insulin pump for any further issues. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.